Event description:
It was reported that there were air bubbles in the patient line on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.